Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a sensor glucose vs blood glucose reading mismatch, lost sensor alarm, change sensor/bad sensor, unexpected suspend [low sg], no communication pump to transmitter. The blood glucose value was unknown and the sensor glucose value was unknown at the time of the event. The low limit in the sensor setting was unknown. The insulin delivery was suspended due to sensor glucose vs blood glucose difference. Troubleshooting was performed. Customer is reporting a discrepancy between sg and bg which is not within range. Communication issue is resolved between pump and transmitter. No harm requiring medical intervention was reported. The customer will continue the use of the insulin pump and will not be returned for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced loss of communication between pump and transmitter also difference between sensor and blood glucose values. The customer reported hyperglycemia. The event involved product(s) mmt-7020mla, mmt-1884 and mmt-7911na. Troubleshooting was performed. The customer reported blood glucose value at the time of event was 420 mg/dl. The customer reported sensor glucose value at the time of event was 109 mg/dl. Customer is reporting a discrepancy between sensor and blood glucose values which is not within range. Explained sensor may have no longer been responding to glucose changes. No further patient complications were reported. The customer discontinued the use of the device. No product return is required for mmt-7020mla, mmt-1884 and mmt-7911na.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b1 - checked adverse event box. 2. Section b2 - checked other serious (important medical events) box. 3. Section b5 - updated summary. 4. Section d10 - updated concomitant medical products (ozp-mmt-7911na- xmtr, frn-unk-rsvr, unomed inf set). 5. Section h1 - changed severity from malfunction to serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.